Event description:
It was reported that during a da vinci-assisted surgical procedure that errors m-02 and c-00 occurred when using bipolar energy. The surgeon completed the case with monopolar energy only. The site reportedly power cycled the erbe generator between cases and no errors came up. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Functional testing revealed that the unit generated error code 1-87 followed by m-0203 upon startup. Additionally, a review of the internal generator error log showed the presence of c-00 and m-02.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer; however, no additional information was obtained about the procedure. The probable root cause of error m02 is attributed to a faulty component of the erbe generator. M02 errors indicate a module timeout issue and, therefore, the activation was interrupted.

Event description:
Refer to h11 for follow-up information.